Event description:
On (B)(6) 2026, it was reported a patient on continuous ambulatory peritoneal dialysis (capd) therapy was hospitalized with peritonitis. The reported event(s), involving use of a capd product(s), falls under the scope of (B)(6) (processing drug adverse event complaints) for pharmaceutical complaints. Upon review of the available information, there is no allegation or indication that a serious patient injury or death, or other adverse event(s) was associated with the use of, or malfunction/deficiency with a (B)(6) medical device(s). The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".